Event description:
It was reported that patient's ipg became inoperable due to the patient not charging their device. The patient may undergo intervention to have their ipg replaced.

Manufacturer narrative:
A ipg inoperable issue was reported to abbott. Patient did not have replacement and has injection. No other info. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
It was reported that the patient's ipg became inoperable about 2 years ago due to the ipg not holding a charge. The patient may undergo surgical intervention for an ipg replacement.

Event description:
It was reported that the patient had their system explanted and replaced. Therapy was established post op.